Event description:
It was reported that customer was trying to get the patient back to the insulin pump however the buttons were sticking. Customer stated that patient had pancreas kidney transplant and had to go back to his insulin pump due to the transplant was rejected. Customer stated patient had been sick due to molar infection. Customer's blood glucose was 569 mg/dl. Patient took insulin shots to treat high blood glucose. Troubleshooting was done. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.